Event description:
The following info was reported: mynxgrip failed to deploy. The device was removed and the pt was converted to 15 minutes of manual compression after which hemostasis was achieved.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle was engaged to the handle. The sealant and advancer tube remain in manufactured position. An attempt to inflate the balloon from the returned device revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a taper to taper tear on the balloon, approx 3 mm from the balloon proximal tip. A possible cause of the taper to taper tear on the balloon could have been rapid impulsive inflation. If pressure is applied in a rapid impulsive action, this could result in excess pressure being applied to the balloon before the activation of the pressure relief valve, resulting in a rupture of the balloon and the failure mode was a taper to taper tear. The review of the lhr (lot f1411104) indicated that the mynx lot met all established performance criteria prior to shipment. Failure to deploy was caused by balloon loss of pressure. Based on the info provided and the investigation performed, the probable root cause of the tear could have been rapid impulsive inflation.